Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user, related svn (B)(4); complaints text: (B)(6) 2018, erp_rfc_user related (B)(4); complaints text: (B)(6) 2018 kennet9. Initial notes: customer states that he has gone through two sensors in the past three days. States that the sensor gave him lost sensor alert and then change sensor. The sensor before that was telling him the he had a low 69 and bg was 165 and then he got a change sensor due to cal errors. Inquired what led up to the complaint. Customer response: sensor issues calibration error alert (6 day) t/s per (B)(4). Expl alarm and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) 2017 in the morning, stomach. Activity at the time of the alert was: sleeping. Sensor age (time left): past event. Serter material: mmt-7210. Sensor material and expiration date is: mmt-7008a, (B)(6) 2018. Lot # is: hg2da71. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: secure. Customer received a change sensor alert after a calibration error. Offered to review sensor best practices (site selection, taping, calibration protocol). Customer declined to review. Customer's outcome pertaining to the complaint: informed customer that we would replace the sensor. Advised to keep the sensors in the future to send in for analysis ship: mmt-7008b / return: nothing inquired what led up to the complaint. Customer response: sg vd bg issues enlite sg vs bg t/s per (B)(4). Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 60,42,59. Threshold/low suspend limit in sensor settings: 60. Offered to review site selection, taping, insertion and calibrations. Customer declined to review. Explained common contributing factors include, non-optimal insertion, site location, taping, and timing of bg entries. Customer reports difference is occurring with a previous sensor. Adv sensor may no longer be responding to glucose changes. Adv this is most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Customer's outcome pertaining to the complaint: replacing sensor ship: nothing / return: nothing initial notes: customer states that he almost died last week due to getting a lost sensor and he was unconscious on his kids floor non responsive. Inquired what led up to the complaint. Customer response: lost sensor lost sensor (6 day) t/s per (B)(4). Question - is the correct transmitter ID programmed in the pump? Response: 2633749. Customer is not calling back after being instructed by the helpline to fully charge the minilink. Question - is the pump communicating with the transmitter? Response: the sensor feature is not on. Had customer turn the sensor feature customer is not using the sof-sensor and calling back after waiting 2 hours for a possible wetting issue. Explained pump is no longer receiving data from the transmitter. Adv to select "find lost sensor". Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6) @ 2100, stomach. Activity at the time of the al go to record for full text.